Event description:
See MFR 3004209178-2013-12297 for report of removal after a fall. It was reported that after the device removal, the patient started having issues with scrotal swelling. The patient believed there was a part that broke off in his scrotum. The physician did admit that the wire was broken, but the patient was only told this recently. Additional information was requested

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3093-33, lot# v026382, implanted: (B)(6) 2007, product type: lead. (B)(4).